Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer via a manufacturing representative reported during normal use on (B)(6) 2016 the patient could not get the device to recharge. The patient was having difficulty getting coupling. The manufacturing representative was meeting with the patient on (B)(6) 2016. The implantable neurostimulator (ins) was about 1cm deep, maybe slightly more. An antenna locate feature was tried and the highest number they got was 60 but the baseline number was unknown, it was later noted antenna locate was done and ranges were 68-70 and 54-58. A different recharger was going to be tried. The pocket looked fine. The patient was able to get the ins to a point of seeing sprites before therefore recharging was not an issue initially. The patient had last recharged (B)(6) 2016. The patient had been able to get 4 coupling bars the week prior and on (B)(6) 2016 they were not able to get any coupling bars. There was no fluid or edema that could be felt contour of battery. No ins pocket issues were reported, there was a possible flip and an x-ray was recommended, too deep. No patient symptoms were reported. X-ray was taken and ins appeared flipped as the ins was implanted in the patient¿s left chest and leads were exiting header block towards the spine rather than laterally. They were meeting with the patient on wednesday (B)(6) 2016. The clinician programmer and patient programmer communicate with the device. The ins had flipped upside down and was the reason the battery was not charging properly. The pocket was revised on (B)(6) 2016 and as of (B)(6) 2016 the patient was recharging normally. The patient was programmed at a high voltage. The patient¿s indication for use is dystonia and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.